Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection engineering found that the jaws did not fully close when initially activating the device. When the clip applier was disassembled an internal component was found to have separated which may have prevented the jaws from actuating properly, resulting in non-optimal clip closure. The exact cause of the separation is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has recently implemented device enhancements which are intended to reduce the potential for this type of incident to reoccur. This lot was built prior to application of these device improvements. This document represents our final report.

Event description:
Laparoscopic cholecystectomy - "the clip failed to close completely thereby unable to be used during the procedure. It was returned and fired a couple of times for verification. Only the distal tip of the clip was closing while the proximal part remained open.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.